Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "paddles did not discharge when performing download." The patient involved was reported to have not experienced harm or an adverse patient impact.